Event description:
At implant, bleeding was noted along the length and surface of the valved graft. After more than one hour, the bleeding stopped and the procedure was completed. The valved graft remains implanted. The pt was discharged on postoperative day seven in good condition.